Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unable to test missed reminder alerts due to unresponsive button keypad. No moisture damage was found on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer fell off a boat into the water. The buttons on the insulin pump were unresponsive. The buttons were scrolling on their own. The insulin pump alarmed button error. He reverted to a backup insulin pump. Customer's blood glucose level was 345 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.